Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine with an unknown dose and concentration and bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was deceased, and the date of death was unknown. It was known that the patient was taken oral medication. It was believed that the patient overdosed from the use of orals/oral medication in addition to the pump. It was later reported that a healthcare professional (hcp) stated they were first made aware of the of the patient's passing by an outside nurse. The hcp then accessed the patient's chart to provide information that the patient's wife called another hcp, the surgeon, a few days postoperatively on (B)(6) 2017 and received a prescription for 3 days of percocet (a total of 20 tablets). The patient's managing hcp was not aware of the percocet prescribed. The hcp stated that the patient had no further contact with the surgeon after receiving the prescription on (B)(6) 2017 and would be unlikely to have any additional information. On an unspecified date in (B)(6) 2017, the managing hcp provided a prescription for morphine sulfate immediate release 15 mg tablets. On (B)(6) 2017, another hcp, from another facility, provided a prescription for diazepam. The managing hcp was not aware of the diazepam prescription. The hcp stated that they had no additional information regarding the patient and confirmed which hcp was the patient's managing hcp for the patient's pump. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted.